Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd procedure for treatment (hemostasis). The resolution hemostatic clipping device was able to grasp the tissue. The clip did not fully deploy. The clip would not release from the catheter. Removal of the clip was successful by manipulating the device until it released from the tissue. No additional trauma was sustained to the tissue as a result of attempted deployment. The procedure was noted to be successful. There was no report of death, serious injury or mistreatment associated with this event. Patient condition was reported to be fine.